Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with chest drainage unit (cdu). The customer reports that the cdu tubing/ adapter disconnected from the thoracic catheter. The tubing was reconnected without consequences to the pt.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.